Manufacturer narrative:
Section d4 - the serial number of the original system controller was not confirmed. All serial numbers used are listed in b5. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had called noting they had low voltage and low battery alarms. The patient was on mobile power unit (mpu) power when the alarms started and continued when on batteries. A system controller exchange was performed. The patient went to the clinic and they had a connect to power alarm on the mpu. The patient switched to batteries and a low voltage alarm occurred. The patient stated they had fully charged batteries at all times. The coordinator noticed that the white power cord was incorrectly threaded on the battery clip. It was attempted to be rethreaded but the power cord to the battery clip was unable to be completely thread. The battery clips were replaced on the primary system controller for the patient and the coordinators witnessed a low battery alarm. The patient was on fully charged batteries. The coordinators asked the patient to check to see if the batteries needed to be recalibrated when the patient got home. The log files were reviewed and captured a system controller clock corrupt events. This only displays on the system monitor. This was typically caused by a complete loss of power to the system. A total loss of power would also cause a pump stop which the log files captured. The system controller clock was reset to 01jan2000. The last good timestamp in the event log file was 04apr2024. Once power was restored to the pump it was operating at set speed 5000rpm. The event log file did capture some low power and no external power events but the exact times were not known due to the clock reset. The clock was set on 03dec2024 at 11:07. Both system controllers would be returning for evaluation. The mpu would be returning for evaluation. After the patient got home from their 03dec2024 clinic visit they reported that the low voltage and connect power alarms had returned despite the previous troubleshooting steps. After discussing with abbott tech services, the mechanical circulatory support (mcs) team and the ventricular assist device (vad) team it was determined the best next step would be starting over with all new external equipment (mpu, batteries, battery clips, and system controller) at the same time since the previous incremental measures did not resolve the issue. The patient had already returned home when the alarms recurred so they went to a nearby clinic for troubleshooting. This clinic performed a system controller exchange of hsc-143573, issued new batteries, battery clips and mpu to the patient. All old equipment would be returned to abbott for evaluation. System controllers hsc-122597 and hsc-127206 were returned. System controller hsc-143573 was replaced and 2 battery clips lot# 9062143. The patient continued to have low battery alarms while on mpu and batteries. All new equipment was given to the patient last week. Log files from the patient's primary system controller hsc-146745 captured no external power events on 09dec2024. The power was restored to the mpu for a second or two and then more no external power events occurred. The ebb was enabled in both of these occasions which supported the pump until power was restored to the mpu. There were no low voltage events seen in the log file on battery or mpu as stated by the site. The event log file for the backup system controller hsc-141710 captured low voltage hazard events and no external power events until the system controller was exchanged. These low voltage events occurred on battery power and saw strange rsoc voltages on both power leads of the system controller. There were a couple no external power events noted in the log file as well where it looks as though both power leads were disconnected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent alarms via log file analysis. The log file contained multiple power cable disconnect alarms while the system was connected to external batteries. The power cable disconnect alarms were triggered by the rsoc value (~0v) on the white power cable fluctuating below the alarm threshold. Routine power cable disconnects occur within the file, but throughout the file power cable disconnect alarms despite the white power cable bus voltage maintaining ~16v occur more frequently. The low voltage advisory indicates the same issue as the irregular power cable disconnect alarms to a lesser extreme (~0.39v) for rsoc value. The power cable disconnect alarms and low voltage advisories did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was returned and tested. When connected to power, the power cables were manipulated, and the power cable disconnect alarm was reproduced. The power cables were replaced with known functioning test power cables and the controller passed all preliminary and functional testing. The white power cable was opened and there was damage to the internal brown wiring. The brown wire is the component that transmits the rsoc signal. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was determined to be damage to the internal wiring of the power cable, but the cause of damage to the power cables could not be determined off the information provided. The device history record for the system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 06dec2022. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additional findings: power cable damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent alarms via log file analysis. The log file contained multiple power cable disconnect alarms while the system was connected to external batteries. The power cable disconnect alarms were triggered by the rsoc value (~0v) on the white power cable fluctuating below the alarm threshold. Routine power cable disconnects occur within the file, but throughout the file power cable disconnect alarms despite the white power cable bus voltage maintaining ~16v occur more frequently. The low voltage advisory indicates the same issue as the irregular power cable disconnect alarms to a lesser extreme (~0.39v) for rsoc value. The power cable disconnect alarms and low voltage advisories did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller was returned and tested. When connected to power, the power cables were manipulated, and the power cable disconnect alarm was reproduced. The power cables were replaced with known functioning test power cables and the controller passed all preliminary and functional testing. The white power cable was opened and there was damage to the internal brown wiring. The brown wire is the component that transmits the rsoc signal. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was determined to be damage to the internal wiring of the power cable, but the cause of damage to the power cables could not be determined off the information provided. The device history record for the system controller was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on (B)(6) 2022 under batch 8792496 through material number 100159261. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbooksection 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory, power cable disconnect, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. Heartmate 3 instructions for usesection 2 ¿ "system operations" explains how to resolve a system controller clock not set advisory alarm using the system monitor. It also states to ensure the monitor clock is correct before relying on it. The heartmate 3 patient handbookcautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: yellow wrench on power module due to damage to the yellow wire (echo alarm wire). No further information was provided. The manufacturer is closing the file on this event.